Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with automated peritoneal dialysis therapy. The breach in aseptic technique was further described as a cap was not attached correctly. The peritonitis was manifested by abdominal pain and cloudy effluent. The patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotics (medication, dosage, route, frequency, and duration not reported) for the peritonitis event. It was reported that after treatment with antibiotic therapy, the patient experienced a candida yeast fungal infection. Four days after hospitalization for the peritonitis began; dianeal and extraneal therapies were discontinued, the peritoneal dialysis catheter was removed, and on an unreported date the patient was started on hemodialysis which was to be ongoing for the following six weeks. On an unreported date, the patient was discharged from the hospital. The patient was recovering from the peritonitis event but it was not reported if the patient was retrained on proper aseptic technique or if the patient was recovering or was recovered from the candida yeast infection. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.